Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received unexpected restart after battery change. Customer's blood glucose value was 292 mg/dl. Customer reported that they were able to clear the alarm. Customer was able to complete rewind the insulin pump. Customer reported that the alarm was recurred. The customer was advised to continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time or date anomaly after change battery noted during testing.